Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Red status indicator flashing.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the 25th may 2011. The pad-pak DHR for lot no. A2112 was reviewed and showed that this was 1 of 200 pad-paks manufactured in this lot. Each pad-pak was subject to a battery voltage test on the 22nd july 2015 with no recorded fails. The device was returned for red status indicator flashing. The returned pad-pak was measured and found to be depleted beyond any use. This had resulted in the device failing self-tests due to a low battery. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led as per the reported fault. The device current drain and battery monitoring circuitry were verified during the course of the investigation. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. One of the cells in the returned pad-pak was measured and found to failed. On visual inspection of this cell, leakage was observed round the seal information from the history log suggests a fresh pad-pak was installed in the device in september 2015. The returned pad-pak was despatched from heartsine in august 2015; therefore, it is reasonable to assume the pad-pak was installed in this device since then. The device successfully performed all subsequent weekly auto self-tests up to the 4th march 2018, with consistent voltages recorded. A significant drop in voltage was then recorded on the 11th march 2018.as the device current drain was verified during the investigation, and due to only one cell being depleted and showing evidence of leakage, this would indicate the depletion of the returned pad-pak was due to a single failed cell. This had occurred after the 4th march 2018.it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. Red status indicator flashing.